Manufacturer narrative:
The report of ¿intermittent communication¿ was not confirmed. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities, and it passed all portions of the autotest. This tester verifies the electrical performance of the control/communication circuitry and output signal integrity. A separate signal analyzer test was conducted, and two of the three ble advertising channel readings were within normal range. Since two of the three channels were functioning properly, the ipg was able to communicate. The returned ipg exhibited normal device characteristics during analysis.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced intermittent communication issues with the patient's ipg. A manufacturer representative confirmed the issue. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.